Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs were reviewed but did not find anything relevant. The console was returned for evaluation finding that the reported broken purge disc retainer was confirmed. The purge disc retainer was confirmed to be broken. Purge retainer was completely broken off. Corrections to the initial MFR report: h5 should have been no. H8-should have been reuse.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Durng prep, the automated impella controller (aic) presented an issue with the blue/grey purge disc component. It was falling out and the aic did not detach the disc correctly and the part fell out completely. The aic was replaced. There was no patient harm.